Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and pump error 35 was found in the formatted history file due to corroded electronic assembly. The motor assembly was found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 173 mg/dl. The customer saw a red x on display. The customer stated that the pump was not dropped. The customer will be sent a replacement pump. The customer will return the pump for analysis.